Event description:
It was reported that the screen does not display; has lines going across the display. Additional information received: the lines obstruct the patient values displayed. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the main led/pcba was defective. The main led/pcba was replaced with known good board and the screen functions normally and as designed. A service history record review reveals that this unit was in the field for over 1 (one) year with no previous reported issues prior to this reported event.